Event description:
A (B)(6) male pt underwent evar on (B)(6) 2010. The physician placed one zenith flex main body stent graft and two zenith flex iliac leg stent graft. Upon follow up, it was noted that there was a type IV endoleak in the left iliac limb. No additional info has been provided.

Manufacturer narrative:
(B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.